Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed isolation circuit card. During evaluation, it was confirmed that the unit was receiving alarm 17. Isolation circuit card was replaced. After when we tried to start the unit we received error code 80. Processor circuit card was replaced. The device underwent and passed testing after all repairs. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken. Initial reporter name: (B)(6) hospital- (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when unboxing the arctic sun device and installing it, the device repeatedly booted to an alarm 17. This device will be classified as an out of box failure. Per additional information received via mail on 02jul2025, device will be sent in for a bd approved facility for evaluation, it was an out of box failure. The issue not resolved. Nothing done to repair. Per sample evaluation results on 02apr2026, after when they tried to start the unit, they received error code 80.